Event description:
A malfunction alarm identified as "malf 16" was reported, and the pump could not be reset. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was guided on storing the faulty pump and agreed to return it using a prepaid label within ten days.